Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined. Evaluation of the submitted system controller log file appeared to show the system operating as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device- 5 year and 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was admitted to the hospital with an increased lactate dehydrogenase (ldh) and subtherapeutic inr. The healthcare professional stated that the patient¿s ldh has remained around 1000 u/l. The patient¿s ldh had previously decreased to 699 u/l with integrilin treatment, but increased when the integrilin was discontinued. The patient was then started on a heparin drip. It was mentioned that the patient had recently underwent a pacemaker exchange that resulted with significant bruising on the left side of their chest that later improved. Log file analysis completed by the manufacturer¿s technical services representative revealed no unusual events. On (B)(6) 2017, it was reported that the patient was transferred to a different medical center on (B)(6) 2017 for evaluation of vad exchange and possible transcatheter aortic valve replacement (tavr). The patient remained on heparin and the ldh was decreasing. It was reported that the vad was operating as expected. No additional information was provided.